Manufacturer narrative:
A replacement pump and transformer was sent to the customer. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A replacement pump and transformer was sent to the customer. A visual examination of the power supply revealed the transformer housing was not damaged; however the internal components are visible, which is considered to be breached. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the transformer produces no voltage output. Resistance across the dc plug measured 331 ohms, which indicates that there is a short in the dc cord. The resistance across the ac blades measures 55.7 ohms, and indicates that the thermal fuse did not blow. Smoke, fire and sparking were not observed while the transformer was plugged in. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported that the pump in style had low suction. When product was received back at medela, the qe evaluation determined the transformer to be breached, which is a safety risk.